Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate electric shocks and anti-tachycardia pacing (atp) due to multiple episodes of atrial fibrillation (af) with rapid ventricular response. Additionally, boston scientific technical services (ts) noted oversensing of noise on the ventricular channel that resulted in inappropriate anti-tachycardia pacing (atp). The right ventricular (rv) lead also exhibited high out of range pace impedance measurements and low amplitude. Ts observed this device stored a signal artifact monitor (sam) episode resulting in the respiratory rate sensor disabled. No additional adverse patient effects were reported. At this time, this device system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate electric shocks and anti-tachycardia pacing (atp) due to multiple episodes of atrial fibrillation (af) with rapid ventricular response. Additionally, boston scientific technical services (ts) noted oversensing of noise on the ventricular channel that resulted in inappropriate anti-tachycardia pacing (atp). The right ventricular (rv) lead also exhibited high out of range pace impedance measurements and low amplitude. Ts observed this device stored a signal artifact monitor (sam) episode resulting in the respiratory rate sensor disabled. No additional adverse patient effects were reported. At this time, this device system remains in service.